Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was not impacted. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer would continue to use the pump for insulin therapy.